Event description:
It was reported by the company representative that the camera control unit has a rolling line on the monitor when the camera is plugged in and has a bad color representation. It was further reported that the camera head buttons do not function.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.